Event description:
On numerous occasions when wearing naturalvue daily lenses, I have noticed imperfections on the outside edges of contact lenses at a rate of 15%-20% of the lenses per 90-day box. The imperfections have, at best, resulted in discomfort. On a couple of occasions, 2% roughly, lenses seemed to have degraded in my eye over several hours so they would break apart, leaving smaller pieces floating around and very difficult to remove. I have been out of the house and had to drive at night with one eye closed because of the difference in vision between the eyes. Lens pieces stuck in eye. Various see photos. FDA safety report ID # (B)(4).